Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing under water was performed, and no leaks were found from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a blood/solution administration set leaked blood during priming. There was no patient involvement. No additional information is available.